Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results while running the enteric viral panel and extended enteric bacterial panel assays. The customer instrument run database was provided to bd service and quality for further analysis which revealed evidence of reader variation which can produce irregularly shaped curves that are difficult to interpret. A bd field service engineer (fse) was dispatched to the customer site where reader replacement was performed, and instrument performance was monitored. Ultimately, this instrument was de-installed from the customer site due to continued concerns of assay performance issues. This complaint is confirmed by service and quality. The root cause was traced to variability and potential component failure of the readers. Sample analysis consisted of the customer instrument run database files. Analysis by bd quality revealed evidence of reader variation. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and two additional cases were observed on 30may2023 and 13jun2023 for the complaint failure mode reported.

Event description:
It was reported that during use with bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: max - 441916 - (B)(6) - xebp false positives.

Event description:
It was reported that during use with bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: max - 441916 - ct2689 - xebp false positives

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: na there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.5. Additional PMA / 510(k)#: k130470 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.